Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down and displayed reset. It is unknown if the ventilator audibly alarmed or if it was connected to a pt when the reported problem occurred. No pt harm reported.